Event description:
Per the audiologist, in 2008, the pt presented with an infection at the implant site. The pt was treated by his pcp with oral antibiotics. In 2008, the pt reported a "rubber band" sticking through the skin. This "rubber band" was found to be the electrode leads of the receiver/stimulator. The lead to the ground ball electrode was inadvertently cut when the pt got a haircut. The pt continued to use the device, though a decrease in performance was noted. The following month, the device was visibly extruding. The pt's device was explanted twelve days later. Due to the hlth concerns of the pcp, the pt was not reimplanted right away. Reimplantation had not been scheduled at the time of this report, september 09, 2008.

Manufacturer narrative:
This is a final report.